Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old caucasian female who underwent breast augmentation with 400cc mentor memorygel breast implant experienced spontaneous right sided rupture and bilateral ptosis post procedure. The rupture was discovered during explant. Mastopexy and bilateral replacement with new 400cc mentor memorygel breast implants was performed on (B)(6) 2022. The patient is stated to have fully recovered. See 1645337-2022-06650 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 8, 2022. The investigation of the returned device was completed by the failure analysis lab on june 13, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).